Event description:
A user facility reported to olympus that the ultrasonic gastrovideoscope has a leak at the distal end of the scope. During a standard service inspection of the customer returned device, the probe unit pink rubber was found chipped. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bending section cover cut, leaking and chip were noted. The probe unit pink rubber was chipped and multiple ultrasound image broken elements were observed. In addition, rubber cut, u-connector deep scratch near the rubber, fluid invasion and corrosion were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The event occurred during reprocessing, prior to an unknown therapeutic procedure.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the probe unit pink rubber chip is due to an external force applied to the distal end. The instructions for use (IFU) states: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor complaints for this device.